Event description:
It was reported that an individual experienced high glucose while using an ilet insulin pump after the pump lost power for a couple of hours, during which insulin delivery stopped; the reported sensor value was 350 mg/dl and a confirmatory fingerstick was 328 mg/dl, and the user elected to perform a site-only change and declined further assistance. Symptoms included hyperglycemia. Outcomes included no hospitalization, no medical intervention beyond user-directed site change, and resolution pathway through troubleshooting and education. Investigation included customer interview and troubleshooting education regarding device operation after an interruption of insulin delivery. Investigation of this case revealed that the hyperglycemia was attributable to insulin suspension due to a depleted pump battery, and the device functioned as expected when powered and resumed therapy. It was concluded that the event was related to therapy interruption from loss of power rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.